Event description:
Fracture of instrument tip inside abdominal cavity. Tip of carefusion snowden-pencer mini metz ref (B)(4) lot 72892 broke off in abdominal cavity during lap appy. Abdominal xrays taken before wound closure and all parts retrieved. FDA safety report ID # (B)(4).